Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high short interval counts (sic)/oversensing. Diagnostic testing/troubleshooting performed, and the rv lead remains in use. No patient complications have been reported as a result of this event.